Event description:
It was reported that the patient experienced shocking/jolting. Details regarding the event were not available, only that it was a one-time occurrence. The patient's therapy was noted to be "fine."

Manufacturer narrative:
Concomitant medical products: lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4). Anchor: model 3550-39, lot# n251848, implanted: (B)(6) 2010, explanted: na. (B)(4).